Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the tip of the coupling screw broke off in the compression screw while it was being inserted into the patient during a dhs femur fracture procedure. The broken piece and the compression screw were removed using a wrench available in the set. A new compression screw was inserted. The procedure was successfully complete with a twenty-five minute surgical delay and no consequence to the patient. Concomitant device reported: compression screw (part unknown, lot unknown, quantity unknown), dhs/dcs wrench (part unknown, lot unknown, quantity 1) this report is for a coupling screw. This is report 1 of 1 for (B)(4).